Manufacturer narrative:
Records indicate this lead will not be returned as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited a product performance issue. This lv lead was explanted and replaced. No additional adverse patient effects were reported.